Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited noise and false pause episodes due to undersensing. Technical support determined that the positional noise could be attributed to loss of contact in the pocket and that the device was manipulated at time of implant. The device was explanted. The patient was in stable condition.